Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure but would not wake up after extubation. The patient had hypotension at anesthesia induction, so they were given medications to regulate the blood pressure during the case. The patient had a body mass index of 31.5. The patient was given propofol, fentanyl, lidocaine, rocuronium and sevo. The anesthesia was reversed with sugammadex. The initial carbon dioxide level was 31 and the latest recorded level was 46. The patient was weaned off the ventilator and extubated after the procedure; however, the patient was not waking up. A chest x-ray was performed, and no pneumothorax was seen. A stat head CT was done, and no stroke was observed. Further examinations were performed via magnetic resonance imaging, electroencephalogram and lumbar puncture. The patient was given antibiotics after. All tests performed post-procedure yielded normal results, indicating that the patient did not have stroke. The patient was transferred to the intensive care unit where they recovered and were subsequently discharged home. The physician reported that the neurological event would have occurred via another modality. The patient¿s comorbid conditions of coronary artery disease, right bundle branch block and stent placement were thought to be contributory to the event. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the neurological event after the procedure cannot be determined. There was no device malfunction associated with the event. The system logs were not available for review.